Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a ¿sensor terminated¿ message on the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced loss of consciousness and/or a seizure. The customer did not receive any treatment from a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a ¿sensor terminated¿ message on the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced loss of consciousness and/or a seizure. The customer did not receive any treatment from a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: h4: updated from 12/25/2022 to 8/7/2022 h6: added type of investigation - b17 device not returned, b14 analysis of production records investigation findings - (B)(4) no device problem found investigation conclusions - d15 cause not established h10: updated with investigation results which were inadvertently omitted from the initial submission.